Event description:
On (B) (6) 2005, a patient was implanted with a gore propaten vascular graft in a bypass procedure on the right leg from the common femoral artery to the popliteal artery. On (B) (6) 2005, the patient presented with a graft infection. A major amputation was performed.

Manufacturer narrative:
On 05/24/10, new information determined this event to be reportable.